Event description:
Surgeon reported that there was no complication during the surgery of a grade 2 cataract but that the system caused a grade 1 corneal burn.

Manufacturer narrative:
The device was returned to the manufacturer on (B)(4) 2013. The manufacturer report number should have been (B)(4). Placeholder.

Manufacturer narrative:
Equipment was received for evaluation after leaving the customer site. A second evaluation was performed. Equipment passed all electrical, safety checks, visual and functional testing with no findings/observations. The was no technical issues with the system.

Manufacturer narrative:
Account reported that two weeks post operation, the burn had completely disappeared with eye drop treatment (ophtaciloxan). Field service visited site after event. The system was checked (visual, functional and electrical testing performed) and no problems were identified. There was no observed problem on neither surgical technique nor used settings. The system meets abbott medical optics specifications. Note: all pertinent information available to abbott medical optics at the time of this report has been submitted.